Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Customer's blood glucose level was 150 mg/dl. Customer replaced infusion set and resumed insulin successfully.